Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Costumer returned no sufficient test strips (1) to evaluate. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 162, 165 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 205 mg/dl and 258 mg/dl. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history:(time not set correctly): (B)(4). Customer educated of product proper storage environmental conditions.